Event description:
It was reported that during a laparoscopic colectomy procedure, the device fired the first third of the staples formed, however, the second third the staples did not form on tissue and were free floating. It is unknown if the staples on the second third were formed properly. The procedure was converted to open. Suture was used to complete the procedure by hand sewing the anastomosis. The current status of the patient is unknown. It is unknown if the white load was fired on tissue. One device and three reloads have not been released from the facility at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information has been requested, no response to date.